Manufacturer narrative:
(B)(4). The micropituitary inferior shaft tip is cracked at the center of the jaw pivot pin, and the lower pivot pin is missing and not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the screw was missing within part of the working apparatus. The doctor noticed it felt 'funky' the moment he took the first bite and he was unable to use the device after that. It was confirmed that the screw or piece that held the pituitary together was not left within the patient.